Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the low voltage fault was valid. The battery diagnostics showed a large spike in power consumption and a subsequent dropped in battery voltage. This behavior was unpredictable and was likely due to a hardware malfunction. Prompt replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the low voltage fault was valid. The battery diagnostics showed a large spike in power consumption and a subsequent dropped in battery voltage. This behavior was unpredictable and was likely due to a hardware malfunction. Prompt replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this pacemaker recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the low voltage fault was valid. The battery diagnostics showed a large spike in power consumption and a subsequent dropped in battery voltage. This behavior was unpredictable and was likely due to a hardware malfunction. Prompt replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.